Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury and perforation was unable to be determined. The reported patient effect of tissue injury and perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced across the septum when the opening of the fossa ovalis became markedly enlarged. The mitraclip was implanted successfully. The sgc was removed from the patient, the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.